Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient went to urgent care for eye infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.